Manufacturer narrative:
During the requested site visit, the field service engineer (fse) performed multiple troubleshooting procedures but was unable to determine a single definitive likely cause part and the alinity I processing module, serial number (B)(6) was considered the likely cause of the result issues. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data did not identify any related trends for the product for the issue. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no product deficiency was identified for alinity I processing module, serial number (B)(6).

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient during duplicate runs. The results provided were: on 24jul2024 sid (B)(6) initial=< 2.0 ng/l and 27.6 ng/l /repeated on alinity (B)(6) =<2 and <2 ng/l the customer did not provide reference range for troponin-I. The package insert cutoff for troponin=26.2 pg/ml. There was no reported impact to patient management.